Event description:
On (B)(6) 2022, it was reported by an arthrex employee via email that an ar-4501 meniscal cinch ii needle and handle broke after deploying the first anchor. Due to device breaking, second anchor could not be implanted and the first implant was removed along with all broken fragments. Another ar-4501 meniscal cinch ii was opened to complete the case without further issues. This was discovered during a meniscal repair on (B)(6) 2022.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Manufacturer narrative:
Complaint confirmed. Upon visual inspection, it was noted that the needle of one device was broken off. The needle was returned for investigation. The cause of this remains undetermined. No problem was found with the second device.